Event description:
Implant fracture, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used (2024_1082, 2024_1083 and 2024_1084 are same patient).